Event description:
It was reported that the customer was hospitalized. Customer stated that she became very ill on saturday with flu like symptoms. Customer felt weak and had body aches. On sunday, the customer could not get a meter reading for over 12 hours. Customer's blood glucose level was 600 mg/dl. Customer stated that she changed out the site and did pen injections but nothing worked. Customer talked to the nurse three times and they said to just wait and see how it goes. Customer called the doctor and went to the emergency room where they were admitted. Customer thinks she can go tomorrow. Customer stated that they want to put her back on pen injections because, there might be something wrong with the insulin pump. Customer thinks her system can handle the virus. Customer feels better but wants her pump back. Customer is making an appointment with her doctor to restart pump therapy. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).